Manufacturer narrative:
The customer¿s report of a leak was not confirmed. Visual inspection of the maxzero connectors and the non-bd tri-fuse extension set showed no defects or damage. Functional and pressure testing was performed; no leaks were observed. The root cause of the customer¿s report of a leak was not able to be identified.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leaking from the connection of a maxzero and a non-carefusion/bd trifuse during a lipid infusion at 0.3ml/hr. The trifuse and the maxzero were replaced and there was no patient harm.